Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 301629 and lot number 4050660. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received. Batch 4050660.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 301629 batch # unknown. It was reported by customer that when the radiologists was using the leurlok needle, the needle snapped off while it was twisted onto the syringe. Rcc received a complaint via email. Chc complaint reference #: (B)(4), hospital complaint reference #: (B)(4), customer (hospital) name: xxxxx, customer address: xxxxx, contact name: xxxxx, phone: xxxxx, e-mail: xxxxx. Correspondence language: english, cat# of product being complained: bd301629, description of product: needle prec glide 27gx1 1/2in 100ea/bx 10bx/ca, lot or s/n: (B)(6), complaint category: damaged / broken, reportable: no, incident date: on (B)(6) 2024, hospital complaint reference #: (B)(4). Details of complaint (reported issue): "when the radiologists was using the leurlok needle, the needle snapped off while it was twisted onto the syringe. No contact with the patient." Additional information will be sent via separate email. Complaint noticed: during / after use problem frequency: 1st time.